Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the marker was noted to be in a different location since it could not be heard. When the catheter was pulled, the marker position has shifted, it did not match with cine. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked near the tip and the tip and its marker band were in good conditions. Microscope inspection also revealed the tip, and its marker band were in good conditions. Dimensional inspection in the third drawing at the section c-c, the tip length and the distance between the end of the tip and its marker band meet specifications. An imaging window kink can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the imaging window could bend and consequently collapse into a kink. Since the length of the tip and its marker band met specifications and during the inspection they looked to be in good condition, all compiled information on this investigation determines that the most probable cause is: no problem detected.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the marker was noted to be in a different location since it could not be heard. When the catheter was pulled, the marker position has shifted, and it did not match with cine. The procedure was completed with another of same device. There was no patient injury.